Event description:
Patient undergoing right middle lobectomy utilizing robot. During dissection, the stapler was placed across the bronchus and the bronchus divided; however, it was found that a segmental branch of the bronchus had been left intact and partially opened. A second device was then used and complete closure of the bronchus was successful. There was no further injury to the patient and the case was concluded without incident.